Event description:
A customer called to report a drive tube leak that had occurred during a single needle mode treatment at approximately 384-394 ml whole blood processed or about 15-20 minutes into the treatment. The customer did not hear a leak detected: centrifuge alarm but was alerted to the leak by a loud banging. The treatment was aborted at that point. The patient was reported to be in stable condition. The customer reported no alarms during prime. Service order (B)(4) was dispatched. The kit was returned for evaluation.

Manufacturer narrative:
A batch record review of lot c358 was conducted. There were no nonconformances related to the complaint. The let met release requirements. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. Drive tube leak/break was investigated through CAPA (B)(4). CAPA (B)(4) was closed. Service order, (B)(4), feedback: the service technician cleaned the centrifuge from the dried substance. He cleaned the individual pressure sensors and then he also removed, cleaned and disinfected the pump heads from the dried substance. The technician replaced the leak sensor strip in the centrifuge, calibrated all the pressure sensors, checked the pump head calibrations, and finally completed the check out list. The instrument was placed back for usage and it was checked by the customer for operation. No further action required. This assessment is based on information available at the time of the investigation. The kit was returned for evaluation. Analysis of the kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).